Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of difficulty recharging his scs ipg. The patient stated the charger antenna was too sensitive and he would have a difficult time placing it into a proper charging position. Consequently, the patient's scs ipg was replaced with non-rechargeable ipg.